Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a syncopal episode. It was further reported the right ventricular (rv) lead had high impedance. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's syncopal episode was unrelated to the performance of their ipg. However, the patient was noted to have pause-induced ventricular tachycardia (vt). The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.